Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had experienced soreness and developed a hematoma post implant and confirmed via x-ray. Moreover, the physician wondered if this could be due to extra lead length moving away from the device. Boston scientific technical services (ts) referred the patient to further discuss the issue. As of this time, the ICD remains in service. No adverse patient effects were reported.